Manufacturer narrative:
Insulin pump received with stuck motor error alarm loop during bolus delivery and displayable history crc check failed on startup alarm confirmed in history file. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to confirm a broken force sensor was detected during seating or regular delivery alarm and unable to perform occlusion test and excessive no delivery test due to motor error alarms. Insulin pump passed displacement test, rewind test, basic occlusion test and prime test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump had motor position encoder error and motion sensor test failure error. The customer¿s blood glucose was 120 mg/dl at the time of incident. The customer state that drive support cap appears normal. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.